Manufacturer narrative:
Event date: (B)(6) 2018 was used for the date of event. Customer reported the four events occurred over a three week period and specific dates were not known. Customer reported the 3m¿ curos jet¿ disinfecting cap for needleless connectors from the reports were not saved. The curos jet¿ disinfecting cap lot number was unknown. Without a lot number, the expiration date and manufacture date could not be determined. End of report

Event description:
A nurse reported cfj5-250 curos jet¿ disinfecting caps were placed on the needleless connectors of their IV tubing. Four patients reportedly experienced leaking of medication between the connection of the curos jet¿ disinfecting cap and the y- site needleless connector of their baxter continu-flo IV tubing. The nurse reported no patient injuries occurred and no additional medical treatment was required.